Manufacturer narrative:
The specific bd device, catalog number, and lot number for this incident was not provided by the initial reporter. Without this information bd is unable to determine where the unspecified device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in this MDR and the (B)(4) FDA registration number has been used for the manufacture report number. Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number was provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after a healthcare worker had given a patient a subcutaneous injection with an unspecified bd hypodermic needle, the patient's family bumped the patient's bed which caused the patient to move and the healthcare worker obtained a contaminated needle stick injury. The source patient is (B)(6). It is unknown if any medical interventions were provided.